Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit does not inflate. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) had inspected the unit and it was found that the device could not complete an "autofill cycle". Than the fse had replaced the pneumatic module assy and printer, thermal xe, 50b. Custom due to damage from the fluid infiltration. This corrected the issue. The device had passed all functional and safety tests per manufacturer specifications. The defective components were received for further investigation. The failure analysis and testing department inspected a patient interface module and observed a brown spots residue on the base and in the tubing of the pim, (see attached pictures). Based in past experience, this residue is consistent with blood. Due to the damage caused by the residue and the risk it poses this part cannot be investigated any further by the fat department. Retaining the patient interface module in the failure analysis and testing department per procedure 0002-07-d008 rev ap. The root cause selection for this investigation will be ¿impossible to define¿.the failure analysis and testing department inspected a thermal printer and observed a residue on the printer board serial port. Based on past experience, this residue is consistent with saline. CAPA has been initiated to address this issue. Due to the damage caused by the saline and the risk it poses this part cannot be investigated any further by the fat department. Retaining the pcb, printer interface in the failure analysis and testing department per procedure 0002-07-d008 rev ap. The root cause selection for this investigation will be ¿impossible to define¿. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined